Event description:
Customer reported no longer using tandem pump due to recurring blockage issues. There was no reported impact to the customer¿s blood glucose level. Customer decided to stop using the pump a week ago after changing supplies without resolving the issue and declined further assistance from support.